Event description:
MFR's svc dept reported the following: (1) a c1000 was returned for svc. Reported problems: various problems and leaking. (2) the unit leaked during pressure check from the fill tube which was visually disconnected at the manifold. (3) the c1000 was filled and leaked liquid oxygen at the start of fill from the fill tube. (4) no injury occurred. The homecare provider confirmed no injury is associated with this device.